Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a tubing replacement via endoscopically, the internal plate (internal bumper) on the peg tube was noted to be embedded in the abdominal wall. The physician postponed the procedure and reschedule it on (B)(6) 2022. The patient was treated with ceftriaxone and clexane.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 04 oct 2022: on an unknown date, the peg and j tube were completely removed through surgical intervention. At the time of report, the patient was recovering in the hospital and waiting for the decision of the surgical team to tolerate another procedure for a peg / j placement. Tubing disposition was not reported.